Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridges were filled with approximately 180-200 units of insulin. There was no impact to the customer's blood glucose level.